Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she has a shocking sensation on her left side when leads are on the right side. It was noted that when turn on and up to 2.4v it shocked really badly and if keeps going up any higher than that it shocks. The patient can¿t go higher and noted that this problem started on (B)(6). Patient stated if she lowers to 2.4v it did not help. Patient stated she had an appointment at the hospital on the (B)(6) and tried to get it off and couldn¿t. Patient stated she has been using super heavy duty batteries for 3 years. Patient stated the ladies at the hospital gave new batteries and it was then working. Patient stated she called to make an appointment and was told to call back on (B)(6) when they can schedule her. The patient later reported 2 weeks later that they were getting poor communication with patient programmer (pp). The patient unplug antenna, place pp directly over ins, on skin, sync but did not resolve the issue. The patient reported not voiding as much and change in symptom. A day later patient spoke with hcp regarding previously reported issues and has an appointment to see hcp on (B)(6) 2016 to address those concerns. Patient stated she started experiencing shocking on the day of this call and hcp instructed patient to turn ins off until she can see hcp on the 7th. The patient reported poor communication with return of symptoms and patient was redirected to discuss with hcp. The patient stated she will just wait until her appointment on (B)(6) 2016 to address the shocking and previously reported issues. The patient called back about a week later to address the issue of interstim not helping her symptoms. Patient stated it stopped helping 3 weeks ago (B)(6) 2016. The patient appointment was confirmed on (B)(6) 2016 to meet with hcp and representative. The patient stated she has no control of the bladder. The patient¿s indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.